Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
I wanted to come back to clarify the location where the leaks occurred, the leak was at the connection of the needle to the plastic housing, not the connection to the filer. Leak occurred on (B)(6) 2025 leaks occurred in the same location which is the connection between the filter and the microlance. Was the device being used in/on patient when the issue occurred? Not used on patient, this happened during manufacturing was patient or user harmed? If yes, please explain ¿ no if leakage occurred, please confirm the fluid that leaked. Mother solution, when transferring to the vial.

Manufacturer narrative:
A device history record review was completed for provided material number 301000 and lot number 220921. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect, and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was received for evaluation by our quality team at this time. It is understood that the picture aligns to one (1) of the reported events. Through examination of the picture sample, the needle hub component seems to have been subjected to a torsion movement that evoked a defect which would consequently cause leakage. From the picture sample, it is understood that this defect took place during the handling of the product. From the one (1) picture, the defect of bent needle could not be observed. Based on the investigation results, a cause related to the needle manufacturing cannot be determined at this time. From the sample examination, it is believed that the damage took place during use, and therefore, the needle was not damaged before use. We cannot exclude the possibility of handling as a cause in this incident or incompatibilities between the devices used. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.